Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer is not properly cycling the cartridge. Customer changed the pump supplies and successfully resumed insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide the customer must properly cycle the cartridge.